Event description:
Customer stated that the patient is a male and the doctor conducted lower right lung resection for him. During the surgery, the suture staple of lobar bronchus suffered dysraphism when conducted lung inflation. The surgeon added suture and then conducted lung inflation; it was normal. Five days after the surgery, there was white secreta outflowing (suspected to be chyle and then considered to be bronchopleural fistula). Ten days after, there were both purulence liquid and gas, so the bronchopleural fistula was confirmed. The patient: (B)(6) male. Medical intervention did not require. Surgery time did extend by more than 30mins due to the product problem. The patient is in surgery now.

Manufacturer narrative:
(B)(4).